Event description:
It was reported that this pacemaker exhibited far-field oversensing of the r-wave on the atrial channel. Additionally, technical services (ts) noted episodes of atrial undersensing. It was mentioned that the patient had a history of atrial tachycardia (at) and atrial fibrillation (af); therefore, sensing and blanking settings had been adjusted in an effort to balance intermittent far-field blanking while still sensing atrial flutter. Further reprogramming was planned to optimize this balance. No adverse patient effects were reported. This pacemaker remains in service.